Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection during normal use. The implantable pulse generator (ipg) system was removed and sent to pathology. No further patient complications have been reported as a result of this event.